Manufacturer narrative:
Additional information was received that there was high impedance on the patients ipg. The patient underwent a revision procedure wherein the ipg and splitter were replaced. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and splitter revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patient underwent a bone marrow and a leg surgery which may have affected the battery. High impedance on the splitter site on the left lead was also noted. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50cm; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient underwent a bone marrow and a leg surgery which may have affected the battery. High impedance on the splitter site on the left lead was also noted. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the physician suspected of possible electrocauterization used during a non-device related surgery which can caused damaged to the ipg. It was still unknown if the leads/electrodes were also damaged. The patient was not able to use the stimulator due to malfunctioning. The patient will undergo an ipg and lead replacement procedure.

Event description:
A report was received that the patient underwent a bone marrow and a leg surgery which may have affected the battery. High impedance on the splitter site on the left lead was also noted. The patient will undergo an ipg replacement procedure.